Event description:
Per mw form: patient states he had to use three mixes from his emergency kit since he was having problems with his cassettes and pumps. It was unclear what the issue was and patient provided no additional details. Serial number not provided. He states pumps are working fine now. No replacement pumps are being sent. Also, patient states he had nausea for couple days when he increased his dose, but it is resolved now. No patient injury was reported. Additional information received via email from customer on 08-jun-2022 and attached in complaint: patient information, outcome of the event and product return information provided and updated in attributes. Cassette lot number, date of event, place of event, relevant tests/laboratory data, concomitant medical products and therapy dates - all unknown.

Manufacturer narrative:
Device manufacture date could not be completed due to lack of information regarding lot number. The device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed. Premarket (510k) number: no item number was communicated - the premarket (510k) number information is not available.